Manufacturer narrative:
The investigation for the hemolysis and the saturated flow has been completed. The product was returned and evaluated. Biomaterial was found on the tip and edge of the impeller. Biomaterial was also found in the purge gap. No other abnormalities were found. The pump was ran in the lab, and it produced saturated flow. Log review showed an upward trend in motor current and pump flow which began the day prior to the reported hemolysis. The increase in pump flow eventually reached saturated flow. The root cause of the hemolysis was most likely biomaterial. The root cause of the saturated flow was most likely biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that during impella cp support the patient had hemolysis due to ECMO and impella therapy with high flows on both devices. High dose catecholamines were needed. The staff discussed escalating to an impella 5.5. However, the patient expired on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).